Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2005; dtba1d1 ICD. Implanted:(B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations with the right atrial (ra) lead exhibiting undersensing. The lead was reprogrammed and remains in use. It was reported that the ra lead undersensing reoccurred with diminished p-waves. The lead remains in use. No further patient complications have been reported as a result of this event.